Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clip fell out. There was no pt consequence.

Manufacturer narrative:
H6; code 400: damaged jaws. Facility experienced an event with ligaclip* endoscopic rotating multiple clip applier on while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972915. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .224; lockout functional, yes and number of clips fed and formed, 3 ejected 7 formed. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.